Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer, battery latches, and battery drawer o-ring are contaminated. Heart wire contacts and interconnect flex are out of mechanical specification. Battery flex is corroded. Upper case is damaged. Lower case and one side bail cover are broken. Two case screws are missing. The ring is bent.

Event description:
It was reported the front case was damaged. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.